Event description:
It was reported that this right ventricular lead exhibited low out of range pacing impedance measurements. Further monitoring of the patient was decided, and future treatment plan will be addressed next follow up. At this time, no changes have been performed. This lead remains in service. No further adverse patient effects were reported.